Event description:
A (B)(6) male patient contacted zoll customer support to report that the response buttons do not work properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work properly) has been confirmed. Upon evaluation, the rear response button switch was intermittent. The cause for the inability to activate the device is the defective response buttons. The cause for the defective response button is the intermittent switch. The root cause of the intermittent switch cannot be positively identified. No adverse event resulted from the defective response button switch. The patient received a replacement monitor.